Manufacturer narrative:
During the annual pm of the system, it was identified that the monoblock controller pcb and ps3 power supply intermittently works. Replaced identified components and the system functioned as intended. System returned to service.

Event description:
It was identified during the annual pm that, the ps3 power supply and the monoblock controller pcb worked intermittent on the 8800 system. There was no report of patient injury.